Manufacturer narrative:
The reliability analysis inspected 1 opened and or used enlite sensor and performed bicarbonate buffer test. The sensor failed per spec due to low readings.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer's blood glucose level was 180mg/dl, and their sensor reading was 78mg/dl. The difference was found to be within the acceptable range. The customer states their device went into threshold suspend. The customer states the reading was 70mg/dl, but they were actually 166mg/dl. Troubleshoot was conducted, and the sensor is being replaced and returned for analysis.